Event description:
A discordant advia centaur cp troponin result was obtained on a pt sample. The result was reported to the doctor. The doctor questioned the result. Upon retest of the initial sample and a redrawn sample on another system, the corrected result was reported to the doctor. There was no report of pt intervention or adverse health consequences, due to the discordant troponin result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result was due to the leaking base pump. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.